Manufacturer narrative:
The patient presented with pus and indications of infection following an orbital floor repair using a su-por surgical implant. After intravenous antibiotics were administered, the implant was removed. During re-operation, the physician noticed the maxillary sinus was infected and filled with pus. The surgeon indicated that it did not appear to be an implant infection, but that the implant had been surrounded by pus from the maxillary sinus. The implant was removed as a precaution and replaced with another su-por surgical implant.

Event description:
On 02/26/2020, physician communicated signs of infection with implant and advised the patient will be undergoing treatment with antibiotics. Physician communicated that a surgery will be scheduled to remove and replace the infected implant. On 02/28/2020, the physician advised that upon completion of the revision surgery, it was noticed that the infection was present in the maxillary sinus rather than the implant. The implant was removed as a precaution and replaced with another su-por surgical implant on (B)(6) 2020.